Event description:
The customer contact reported the catheter sheared. It was reported that on (B)(6) 2012, the catheter was inserted in the patient's left radial artery for invasive continuous arterial blood pressure monitoring and arterial blood sampling. The catheter was connected to an unspecified pressure monitoring set. It was reported that the insertion site was covered with occlusive dressing. On (B)(6) 2012, during removal of the catheter from the patient, it was reported that a piece of the catheter remained lodged in the patient's artery. The customer contact reported that a vascular surgeon and anesthetist were notified. It was reported that an ultrasound guided arteriotomy was performed under general anesthesia to remove the remaining piece of catheter from the artery. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. The lot number of the device that was in use is unknown. The customer contact identified four possible lot numbers (plots). The possible lot numbers are (B)(4). Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.